Event description:
Reporter stated that a patient capillary sample was tested on the coaguchek xs system with a result of 5.1 inr. Within 1 hour, a venous sample obatined from the same patient reportedly measured 3.4 inr on an unspecified laboratory instrument. Patient's therapy was not modified based on the value obtained on the coaguchek xs system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.